Manufacturer narrative:
The product was scrapped by stryker.

Event description:
It was reported that during sterilization conducted at the user facility the aseptic housing came apart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during sterilization conducted at the user facility the aseptic housing came apart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.